Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any missing component on the unit. The sample didn't have an elbow connector. Random tests were performed with floor samples and no discrepancies were found. Procedures were reviewed and are being carried appropriate. The reported issue was confirmed. The most probable root cause is that the elbow felt after it was assembled, and production personnel did not detect the missing component. An alert was generated to verify that production personnel can detect the missing component. Production personnel was trained on quality alert. UDI is unknown. Operator of device is unknown. Manufacturing site address is unknown. PMA/510k is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that during a pre-use check, the customer noticed no elbow connector was in the package. No patient injury was reported.